Event description:
It was reported when the device was used during a vertical banded gastric bypass procedure, the staples did not form correctly. Another device was used to complete the case without patient consequence.